Manufacturer narrative:
Result: the neuron max was kinked approximately 28.0 cm from the hub. There was no damage to the neuron max dilator. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron max was unpackaged, and the physician noticed a kink in the proximal shaft. Evaluation of the returned device confirms a kink in the proximal shaft approximately 28.0 cm from the hub. The location of the kink is not an area that is protected in the packaging tube; therefore, it is possible that damage occurred while removing the device from its packaging. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Upon removal from the packaging, a neuron max 6f 088 long sheath was found kinked prior to use. The neuron max was not used.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.